Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that there was a por (power-on-reset). Patient services reviewed the meaning of por, that therapy had turned off and reset to shipping parameters. The patient got the por the day of the call. No trauma/falls/emi were reported that could be related to the issue. The patient was redirected to their healthcare provider (hcp). No further complications were anticipated/reported.